Event description:
It has been reported to co that during the procedure the dilator of this device was defective. Reportedly, "the dilator broke down was not strong enough." The device was removed and replaced. The pt is reported to be in stable condition. The device is being returned for co's analysis.